Event description:
The hcp reported, that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. It is unknown whether the capsule had attached to the patient's esophagus. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not possible. The device was returned missing the battery clip. Observations include that the delivery system still had the capsule attached and that the capsule trocar needle advanced and the capsule released without difficulty.